Manufacturer narrative:
Method: followed up with company representative. Evaluation summary: received 1 ibt for evaluation. "Stylet present and functioning" red dried substance on catheter and balloon - inflation test: balloon inflated with no leaks observed. Conclusion: the reported complaint of a balloon rupture was not confirmed during product analysis. The balloon inflated well and held pressure. No leaks or ruptures were observed on the returned product. Probable root cause: the probable root cause could not be determined as the reported issue was not observed during product analysis.

Event description:
It was reported that a balloon ruptured during inflation in a kyphoplasty case at level l1. There were no fragments left in the patient the procedure was completed successfully; patient status was good. The patient had a known allergy to the contrast media; however, no adverse event occurred. The patient was given decadron and benadryl as a precaution post rupture. The patient is doing fine. No further information was reported.